Event description:
The complainant reported that the automated impella controller (aic) had a controller error alarm. The aic was exchanged. There was no harm to the patient. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.